Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed no discrepancies. No leaks or other discrepancies were found. No root cause was determined since the complaint was not confirmed. Actions taken to mitigate the reported issue: no corrective actions are require since the complaint was not confirmed.